Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical states that after patient transfer to another hospital, echocardiogram showed pump pulled out with "impella in aorta" alarms on the console. Pump was explanted since patient was stable. Therefore, the root cause of the positioning issue was patient movement at the time of patient transfer to another hospital.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the pump came out of ventricle as evident by echocardiogram and impella in aorta alarm occurred. The pump was then explanted. No patient harm was reported.